Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra product ID: mc1avr1-delsys serial: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: leadless pacemaker implantation in challenging scenarios: a case report series of patients with mechanical tricuspid valves. Indian pacing and electrophysiology journal. 2025. 25; 20¿24. Doi: 10.1016/j.ipej.2024.12.002 this is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra product ID: mdt-tps-delsys serial: unknown d9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) implantation in patients with mechanical tricuspid valves. The authors described a patient who underwent a leadless ipg implantation, and the delivery system was pulled back after attempts in the lower orifice. Once they targeted the upper orifice, due to the proximity of the upper orifice and atrioventricular node, a transient high-grade atrioventricular block was observed during catheter manipulation and required external pacing. They pulled out the delivery system again and accessed the lower orifice again and the leadless ipg was successfully implanted. The device remains in use. No additional adverse patient effects were reported.